Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated possible atrial lead undersensing on the atrial arrhythmia episode electrograms. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated possible atrial lead oversensing on the atrial arrhythmia episode electrograms. The atrial lead remains in use. No patient complications have been reported as a result of this event.